Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent remains implanted. No x-ray images were provided for evaluation. Pre dilation as well as post dilation was performed; there was no report of any irregularities or complication during initial stent placement. Based on the information available an alleged device relation could not be verified. Based on the information available, the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: the relevant labeling for this product was reviewed. It was found that the instructions for use sufficiently address the potential risk. Based on the instructions for use complications and adverse events associated with the use of the covera plus covered stent may include the usual complications associated with endovascular stent and covered stent placement and dialysis shunt revisions, which includes obstruction of flow, injury, and restenosis of the target vessel. Regarding pta the instructions for us states: ¿pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated.¿ and ¿post dilate the covered stent with an angioplasty balloon sized appropriately as to ensure complete wall apposition to the reference vessel. Avoid balloon dilation in the healthy, non-stenosed segment of the vein.¿ h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that approximately five years one month and four days later post vascular stent placement on the left leg for de-novo stenosis on the external iliac location, the subject had an adverse event of left leg restenosis of peripheral arterial occlusive disease iib. It was further reported that the severity of the adverse event was severe and requires hospitalization. Reportedly, the adverse event relationship to the device, procedure details were not provided. However, the current status of the patient was unknown.

Event description:
It was reported through the results of the clinical trial that approximately five years one month and four days later post vascular stent placement on the left leg for de-novo stenosis on the external iliac location, the subject had an adverse event of right externa iliaca arteria stenosis. It was further reported that the adverse event was not related to study device and study procedure. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.